Manufacturer narrative:
Evaluation codes: updated. Device evaluation: one device was returned for investigation. Visual inspection found damage to the main board; all leds on the main board were broken. The complaint was confirmed. Root cause was probably due to physical damage. The main board was replaced. This device has not been serviced in the past, therefore the reported issue could not be related to ICU repairs. Manufacture date.

Event description:
It was reported that the led indicator wasn't working. There was unknown patient involvement and unknown patient harm/adverse event reported.

Manufacturer narrative:
Date of event: unknown. No information has been provided to date. Other operator of device: operator of device is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.